Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error during normal use. Customer's blood glucose was 160 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked battery tube threads.